Event description:
It was reported to boston scientific corporation in 2005 that a stonetome stone removal device was used during a ercp procedure performed on november 30, 2005 (patient age, gender and weight are unknown). According to the complainant, the "tome" would not bow or would only bow "a little bit". Another stonetome stone removal device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot. Device destroyed.